Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 400 mg/dl. Customer current blood glucose level was 371mg/dl. Customer experienced different high blood glucose level was 400,364,417,371,364, mg/dl. Customer treated for high blood glucose level with manual injection. Customer does not alleged pump was under delivering. Customer also stated that the insulin exited at the quick release. Troubleshooting was performed for high blood glucose. Troubleshooting was performed. The product was returned for analysis.